Event description:
It was reported that the deep brain stimulation (dbs) patient experienced implantable pulse generator (ipg) migration and it was tugging the leads in her neck. The patient underwent a revision procedure where the ipg was lifted toward the chest pocket and the sutures were tightened to the patients tissue. No devices were implanted or explanted. The patient was doing well postoperatively.